Event description:
During product service by a service technician, a flogard infusion pump was found to have damaged battery. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the actual device was evaluated at customer site. This is an ancillary service event. Visual inspection confirmed that the battery had wear and tear damaged. To correct the condition, the batteries were replaced. The device was returned to the customer in good working conditions. Should additional relevant information become available, a supplemental report will be submitted.